Manufacturer narrative:
Insulin pump passed the displacement test and active current measurement. However, the pump failed the sleep current measurement due to a problem isolated to pcb 1. No low battery alarm or replace battery alert or replace battery now alarm noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had battery issues, had to changed 4 batteries. Customer's blood glucose value was 9.8 mg/dl. The customer was assisted with troubleshooting. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm, timing was less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm. Customer states the battery was not previously used. Customer states the battery cap not loose, cracked or damaged. Customer states this was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.